Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the first clip into the cystic artery without incident. When he fired the second clip the device jammed and would not open (it was locked on the tissue). A second ligamax device was opened and clips were applied on both sides of the defective device; the device was then removed. No blood loss was reported and procedure was completed without further incident. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed eleven conforming clips and the instrument locked out as intended. During analysis the jaws opened and closed without any difficulties. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.